Event description:
The customer reported when the system booted up, it shut down and the monitors began blinking. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu clock battery was replaced and the circuit boards were reseated into the motherboard. The system was then found to be operating as intended.